Event description:
It was reported that the patient had a 3.0 x 16 mm graftmaster stent implanted to treat a perforation in the left anterior descending artery (lad). The next day, the perforation was noted to have re-opened and the vessel was occluded. The patient was sent to surgery for treatment. The outcome was reported to be good. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.